Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose (bg) was recorded as high, and customer administered an insulin injection to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.